Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using lyumjev insulin, and not properly cycling the cartridge. Tandem clinical support informed customer that using lyumjev insulin and not properly cycling the cartridge, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.